Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 272 and 119 mg/dl. Tests were done within 10 minutes. "Patient tested back to back and patient was using the same finger." Patient did not experience any adverse events. No further information has been reported.